Manufacturer narrative:
The field service engineer found rinse mechanism nozzles to be splashing rinse detergent over the top of cuvettes. The nozzle vacuum tubing was replaced and the rinse levels were adjusted. Performance testing was run and the results were good. The customer ran calibration and controls; these passed. Medwatch field UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. An incorrect result from the sample was reported outside of the laboratory. The sample initially resulted in a na value of 157 mmol/l accompanied by a data flag. The sample was automatically repeated by the analyzer, resulting in a value of 176 mmol/l accompanied by a data flag. The sample was repeated five more times, resulting in values of 132 mmol/l accompanied by a data flag, 194 mmol/l accompanied by a data flag, 131 mmol/l accompanied by a data flag, 131 mmol/l accompanied by a data flag, and 132 mmol/l accompanied by a data flag. The repeat value was believed to be correct. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The last calibration performed on (B)(6) 2021 was ok. Quality controls were within acceptable ranges. The investigation determined the service actions resolved the issues.